Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that screen kept turning on and off and there seems to be stripes across the screen. The customer¿s blood glucose level was 139 mg/dl. The customer said the crack wrapped around to the front. The customer also stated that the reservoir lip ring was not damaged. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No partial display or missing segments noted. A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. Device passed the displacement test and the self test. Device was received with the case cracked behind the device at the corner of the belt clip rails and cracked battery tube threads. Device was monitored and no unexpected powering off, blank display, lines on the display or display anomaly noted.